Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was reprogrammed. The patient was in good condition and would continue to be monitored.